Manufacturer narrative:
(B) (4).

Event description:
Literature: susatia f, malaty ia, foote kd, et al. An evaluation of rating scales utilized for deep brain stimulation for dystonia. J neurol. Jan; 257(1): 44-58. Summary: the objective of this study was to examine globus pallidus internus deep brain stimulation (gpi-dbs) outcomes in primary and secondary dystonia, derived from blinded ratings using two scales and two raters. Of thirty two patients who underwent dbs surgery at the movement disorder center at the (B) (6), twenty five patients met the inclusion criteria and completed the video tape recording within one year post surgery. Event: there were two events of hardware malfunction. No further information was provided. See literature article with MFR report #3007566237-2010-03026.